Event description:
During coronary angiography, left heart catheterization, the 6-french aspirational catheter was placed down the diagonal and a single aspiration run was made. Upon removing the catheter, without resistance, the catheter "disintegrated essentially" and the midportion of the catheter was removed without difficulty. No patient harm. Procedure successfully completed.